Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-26919. It was reported the patient did not receive effective stimulation. The patient reports she could not keep the stimulation turned up high enough to provide effective stimulation. The patient underwent surgical intervention to remove the ipg, however, the lead was not removed because the patient did not want to undergo a major surgery.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.